Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were treating a patient at normothermia (37c) on arctic sun device and were getting an alarm that the patient's temperature has not changed or been detected in 30 minutes. Nurse not in room. Asked them to get s/n and alarm number from room. When they came back, said that doctor had them change to another device. The first device has been powered off and explained that it sounded like they were describing alarm 116. Discussed alarm and explained they should confirm patient temperature and confirm the probe was connected to the temperature in cable. The device was okay to put back in service.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty temperature in cable. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial/lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were treating a patient at normothermia (37 c) on arctic sun device and were getting an alarm that the patient's temperature has not changed or been detected in 30 minutes. Nurse not in room. Asked them to get s/n and alarm number from room. When they came back, said that doctor had them change to another device. The first device has been powered off and explained that it sounded like they were describing alarm 116. Discussed alarm and explained they should confirm patient temperature and confirm the probe was connected to the temperature in cable. The device was okay to put back in service. Per follow up information received via task on 02jan2025, spoke with charge nurse who confirmed a biomed had come to the unit to check this device. They replaced the cable on the device and ran a check on the device. Temperature registered without issue and device has remained in service. Cable disposed of. Patient completed therapy on a second device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were treating a patient at normothermia (37c) on arctic sun device and were getting an alarm that the patient's temperature has not changed or been detected in 30 minutes. Nurse not in room. Asked them to get s/n and alarm number from room. When they came back, said that doctor had them change to another device. The first device has been powered off and explained that it sounded like they were describing alarm 116. Discussed alarm and explained they should confirm patient temperature and confirm the probe was connected to the temperature in cable. The device was okay to put back in service. Per follow up information received via task on (B)(6) 2025, spoke with charge nurse who confirmed a biomed had come to the unit to check this device. They replaced the cable on the device and ran a check on the device. Temperature registered without issue and device has remained in service. Cable disposed of. Patient completed therapy on a second device.